Manufacturer narrative:
Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016, the patient underwent total left knee arthroplasty due to arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and competitor bone cement. On (B)(6) 2016, the patient underwent a left knee revision due to chronically dislocated patellar component secondary to malposition of femoral component and internal rotation. The surgeon reported femoral component had significant internal rotation. He noted the patellar component was in appropriated position, alignment, and was not loose. The surgeon indicated the tibial component was revised. The patient was implanted with depuy knee system. Competitor¿s cement was utilized, and there were no complications reported. On (B)(6) 2018, the patient underwent a left knee revision with poly exchange due to laxity, instability, and pain. The surgeon reported the femoral, tibial, and patellar components were well-fixed and retained. He indicated the poly was upsized for improved extension and flexion. There were no complications reported. Two depuy cement products were used during primary operation. Please add hospital account information. Awareness date is 03 december 2019.